Event description:
Additional information received on 2/27/2024 indicated that the patient was also experiencing a brown tinged discharge.

Event description:
As reported to coloplast, though not verified, beginning (B)(6) 2022 sacralcolpopexy mesh exposure, increasingly bothersome pelvic floor dysfunction that negatively impacts quality of life, vaginal mesh excision/revision (restorelle), vaginal mucosa trimming, cystourethroscopy. Increasingly bothersome vaginal mesh exposure and vaginal bleeding that impact quality of life. On (B)(6) 2022 robotic assisted: excision of genitourinary mesh implant (restorelle) and surrounding granulation tissue, extensive lysis of adhesions (1 hour), partial colpectomy.